Manufacturer narrative:
Other, other text: one level 1 hotline low flow system was returned for the investigation of a malfunction with the water sensor. Upon receiving the product, the investigator noted a broken front cover, a broken strain relief on the line cord, a cracked tank cover, wear and tear damage on enclosure and block assembly as well as an outdated pcb and power switch. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. The event history log was also reviewed and no abnormal event was found. To further investigate the reported issue, a visual inspection was performed. Then the tank was filled with water, and a temperature check was attached. The line cord was plugged on the then the power switch was turned on. The reported issue was confirmed and was determined to most likely be caused by a faulty float switch. No actions were taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device had a "malfunction" with the water level sensor. The reporter stated there was no patient involvement and issue was found during testing.